Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the common iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon came off from the delivery balloon catheter. The balloon material was completely retrieved using a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a complete balloon circumferential with longitudinal tear. The complete circumferential tear was located at 4cm distal to the proximal edge of the proximal balloon sleeve. A longitudinal tear was present in the proximal section of the balloon tear. The longitudinal tear stretched from the site of the circumferential tear and extended proximally along the balloon for 2cm towards the proximal transition zone. A break was present at the lapweld and at the distal balloon bond site. The broken section of shaft was stretched and measured 13cm. No issues were noted with the main body of the balloon. From the condition of the returned device, one possibility is that the balloon ruptured which resulted in a resistance occurring during withdrawal attempts from the patient. As a result of excessive tensile force being applied to the device, a complete circumferential tear and shaft break occurred. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the complaint device was used in the common iliac vein. The xxl balloon dilatation catheter dfu intended use/indications states: "it is intended for use in adult and adolescent populations to dilate strictures of the esophagus." (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the common iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon came off from the delivery balloon catheter. The balloon material was completely retrieved using a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.